Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation at 4 atmospheres for about 15 seconds. The procedure was completed with another of the same device. There was no patient injury.